Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2022, a johnson and johnson sales representative in japan called to report a patient (pt) was diagnosed with a right eye (od) corneal ulcer while wearing a 1-day acuvue® trueye® brand contact lens (cl). On (B)(6) 2022, the pt presented to an eye clinic and was diagnosed with an od corneal ulcer and prescribed eye drops (details were not provided). The pt was instructed to discontinue cl wear for 4 days and return a follow-up (fu) visit on (B)(6) 2022. On the evening of (B)(6) 2022, the sales representative provided additional information. The pt presented to the eye clinic as the pt saw the eye ¿whitened¿ on the night of (B)(6) 2022. The pt was prescribed bestron ophthalmic and cravit ophthalmic solution. On 11jul2022, the sales representative advised the pt returned to the eye clinic on (B)(6) 2022 and was instructed to discontinue cls wear for a week, then return to the clinic. No additional medical information was provided. On 25jul2022, the pt¿s medical documents were received from the eye clinic. It is reported that the pt wears cls 19 hours per day. On , the pt presented to the clinic with complaints of od eye pain. Diagnosis: corneal ulcer; infectiveness: positive; no culture noted. Focal site: limbus cornea @ 10 o¿clock; size: 2mm. Findings: infiltration, corneal ulcer, whose bottom is shallow layer of corneal stroma. Va affect: none; corrected va od: 1.5; unaided od va: 0.06. Treatment: bestron for opthalmic; cravit ophthalmic solution 1.5% apply frequently discontinue cl wear . (B)(6) 2022 fu visit: outcome: recovered. Va od: not measured. Treatment: eye drops were discontinued no return to clinic was instructed. On 26jul2022, additional information was received from the treating ecp. The pt had a whit dot in od cornea. The pt had od pain, so the pt came to the clinic and was diagnosed with corneal ulcer. The pt was instructed to discontinue cl wear. On (B)(6) 2022, the pt returned to the clinic and was prescribed bestron ophthalmic 0.5% once daily and cravit ophthalmic solution. No additional medical information was provided. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5858940107 was produced under normal conditions. The od suspect cls was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.